Event description:
A physician reported a patient was treated on 4/29/97 into in the nasolabial folds. As she was driving home from the physician's office, she developed angloedema of the throat and tongue. No medical or surgical intervention was postponed pending the consulation with an allergist.

Manufacturer narrative:
The physician reported that the pt was last seen on 08 december 1998. The symptoms resolved "last year"; exact date not specified. The physician deemed the angioedema unrelated to collagen injections.